Event description:
It was reported that during a robotic colectomy and oophorectomy procedure, the circulator stated that the stapler was loaded and fired four times. When the surgeon returned to investigate the staple lines, he found that the first staple line contained malformed staples. The surgeon repaired the area with suture. There were no patient consequences. The case was completed using another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Colon. At what location on the tissue? Unknown. What color cartridge was being used? Unknown. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? No. If so, when? Was there any difficulty removing the device from the tissue? No. Did any bleeding occur? Unknown. If so how much ? Was a blood transfusion needed? No. If so how much? Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.